Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports t the patient has a long history of spinal injury due to high impact events requiring surgical intervention. Less than 6 months ago, the surgeon fixed almost an entire. The patient then presented with pain recently. An x-ray was done which did not reveal a construct fracture. However, the surgeon decided to operate and upon opening up, he determined that the cross link was broken and that one of the set screws was loose. The entire construct was removed and replaced. The patient noted that he perhaps was overly active and it was mentioned that he may have been jet skiing but the exact event that resulted in construct fracture was unknown to the surgeon. See mfg medwatch report no. 1526439-2013-17805 for the set screw that was involved in this event.

Manufacturer narrative:
Visual examination revealed that the expedium 5.5 titanium sfx a6 cross connector [product code: 1894-01-406, lot no: om7372] had fractured. No other defects or abnormalities were observed during the evaluation of the product. A fracture analysis evaluation was completed were optical and scanning electron microscope images were taken and it was noted that the fractured surface of the cross connector exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. No material defects or other abnormalities were observed in this analysis. A device history record (DHR) for the expedium 5.5 titanium sfx a6 cross connector [product code: 1894-01-406, lot no: om7372] was conducted; a lot quantity of (B)(4) units was released to stock on 4/30/12 with no discrepancies. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined. Although no definitive conclusions can be drawn, it was noted that the patient has a long history of spinal injury due to high impact events. Additionally, the patient noted that he perhaps was overly active and it was mentioned that he may have been jet skiing but the exact event that resulted in construct fracture was unknown to the surgeon. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systematic trend. Therefore, the complaint will be closed with no further action required.